Manufacturer narrative:
There can be several root causes of leaflet immobility or leaflet restriction. There may be cases where the leaflet or leaflets are not functioning as intended leading to regurgitation. Depending on the severity of the leaflet immobility/leaflet restriction, surgical/percutaneous intervention may be indicated or required after the initial surgery.  The device was returned and the product evaluation is ongoing. Minimal information regarding this procedure was received and attempts to get additional information regarding the condition of the device, patient's medical history, or possible comorbidities have been unsuccessful. The root cause of the event remains indeterminable. If new information becomes available, a supplemental report will be submitted. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 27 mm mitral pericardial valve, implanted approximately fifteen (15) years and eight (8) months, was explanted due to mitral stenosis secondary to restricted leaflet mobility. Replacement valve model is unknown.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Event description:
Edwards received information that a 27 mm mitral pericardial valve, implanted approximately fifteen (15) years and eight (8) months, was explanted due to mitral stenosis secondary to restricted leaflet mobility and calcification. Replacement valve model is unknown.

Manufacturer narrative:
H10:  additional manufacturer narrative h3: product evaluation: customer reports of stenosis and restricted leaflet mobility were confirmed through observed calcification and host tissue overgrowth. X-ray demonstrated wireform intact, heavy calcification on leaflet 3, moderate calcification on leaflet 2, and minimal calcification nodules on leaflet 1. Leaflet 2 had a 7mm tear and leaflet 3 had a 2mm tear, both near commissure 3. All three leaflets were observed to be thickened and swollen near the commissures. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 8mm on leaflet 3 at the inflow aspect. Calcification and host tissue overgrowth restricted leaflet mobility and led to stenosis. Sewing ring was cut in multiple areas around the valve and suture holes were visible. The root cause of this event cannot be conclusively determined. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event.

Manufacturer narrative:
Updated h6 per new information received.